Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material exiting the air and water nozzle. It was also observed that the distal end did not pass the brush passage due to foreign material. In addition, it was observed that the forceps passage had foreign material that was able to be removed by technical services. These findings were due to insufficient reprocessing of the scope. Upon further inspection, it was observed that the scope had a leak from the auxiliary channel. It was observed that switch 2 had a chip. It was also observed that the control knobs were heavy. It was observed that the pin glue of the nozzle and the plastic distal end cover were worn. It was also observed that the glue of the bending section cover was cracked. It was observed that the objective lens, light guide lens, and the nozzle had worn glue. It was lastly observed that the insertion tube had snakiness and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had foreign material exiting from the air and water nozzle. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive root cause could not be established at this time. Olympus will continue to monitor field performance for this device.